Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The customer received troubleshooting assistance from technical support. Technical support advised to replace flow sensor and provided part identification number. Failure analysis on the returned gas delivery system (gds) showed that the reported issue was caused by an out of spec air flow sensor u1. Replacement of u1 corrected this failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the airflow accuracy failed at zero standard liter per minute (slpm). There was no patient involvement.